Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the delivery wire component of the complaint device on (B)(6) 2021. The returned component underwent evaluation and the result is documented below. [Conclusion]: the healthcare professional reported during a stent-assisted aneurysm embolization procedure, a 4mm x 23mm enterprise 2 stent (encr402312 / 5893815) prematurely deployed prior to reaching the intended target position which resulted in incomplete coverage of the aneurysm neck. The physician subsequently implanted a second stent to cover the aneurysm neck and complete the procedure. It was reported that the stent had not reached its recapturability limit. There was no report of any patient injury or complication. On (B)(6) 2021, additional information was received. The information indicated that the target is a 4mm (length) x 5mm (width) aneurysm on the internal carotid artery c4 and c5 segments. The 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / lot# unknown) was used; adequate and continuous flush was maintained through the microcatheter. No resistance was felt in the microcatheter. The same microcatheter was not used to deliver / deploy the second stent. The delivery system of the complaint stent did not appear damaged. Nothing unusual was noted on the complaint device prior to use. It was prepped as per the IFU. The procedure was completed with a competitor stent. On 27-sep-2021, additional information was received. The information indicated that the 4mm x 23mm enterprise 2 stent is implanted in the patient and is not available for return. On 01-nov-2021, the delivery wire component of the complaint device was received. An evaluation was performed and documented below. Investigation summary: a non-sterile delivery wire was returned for evaluation. Visual inspection was performed. It was observed to be in good condition. Functional analysis cannot be conducted with only the delivery wire component returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 5893815. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the stent-assisted procedure, the 4mm x 23mm enterprise 2 stent prematurely deployed prior to reaching the intended target position which resulted in incomplete coverage of the aneurysm neck. A second stent was implanted to cover the aneurysm neck and to complete the procedure. The stent component remains implanted; the delivery wire component was returned and was observed in good condition. Functional evaluation could not be conducted with only the delivery wire returned, therefore the reported issue related to the stent prematurely deployed could not be confirmed through functional evaluation. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following directions: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm that the tip of the delivery wire is entirely within the introducer. ¿ confirm that the delivery wire is not kinked and that the introducer tip is not damaged. Do not continue if either defect is observed; return the unit to codman & shurtleff, inc. Premature stent deployment necessitating additional intervention is a known potential procedural complication associated with the enterprise 2 vascular reconstruction device (vrd). The enterprise IFU states the following: track the stent through the infusion catheter to the tip and position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. If stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. The IFU also warns the user to never detach the stent if it is not properly positioned in the vessel or if the position of the infusion catheter delivering the embolic coils has been lost. With the information provided, it is not possible to determine the root cause of the premature stent deployment. However, the event may have been related to a combination of multiple factors experienced in the clinical setting. There is no indication that the event is related to the device design or manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the code ¿no device problem found¿ was used in the investigation findings because only the delivery wire component was returned; it was observed in good condition. Functional testing could not be conducted with only the delivery wire component returned. This code corresponds with the ¿no problem detected¿ in the investigation conclusions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25 september 2021 and on 27 september 2021. [Additional information/conclusion]: the healthcare professional reported during a stent-assisted aneurysm embolization procedure, a 4mm x 23mm enterprise 2 stent (encr402312/5893815) prematurely deployed prior to reaching the intended target position which resulted in incomplete coverage of the aneurysm neck. The physician subsequently implanted a second stent to cover the aneurysm neck and complete the procedure. It was reported that the stent had not reached its recapturability limit. There was no report of any patient injury or complication. On 25 september 2021, additional information was received. The information indicated that the target is a 4mm (length) x 5mm (width) aneurysm on the internal carotid artery c4 and c5 segments. The 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x/lot# unknown) was used; adequate and continuous flush was maintained through the microcatheter. No resistance was felt in the microcatheter. The same microcatheter was not used to deliver / deploy the second stent. The delivery system of the complaint stent did not appear damaged. Nothing unusual was noted on the complaint device prior to use. It was prepped as per the IFU. The procedure was completed with a competitor stent. On 27 september 2021, additional information was received. The information indicated that the 4mm x 23mm enterprise 2 stent is implanted in the patient and is not available for return. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 5893815. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Premature stent deployment necessitating additional intervention is a known potential procedural complication associated with the enterprise 2 vascular reconstruction device (vrd). The enterprise IFU states the following: track the stent through the infusion catheter to the tip and position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. If stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. The IFU also warns the user to never detach the stent if it is not properly positioned in the vessel or if the position of the infusion catheter delivering the embolic coils has been lost. With the information provided, it is not possible to determine the root cause of the premature stent deployment. However, the event may have been related to a combination of multiple factors experienced in the clinical setting. There is no indication that the event is related to the device design or manufacturing process. Since the alleged premature stent deployment necessitated placement of a second stent to completely cover the aneurysm neck and maintain the coils within the confines of the target aneurysm, the event meets MDR reporting criteria with the classification of ¿serious injury.¿ this file will be reassessed if additional information becomes available. With the information provided and without the product available for analysis, the reported customer complaint could not be confirmed through device evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported premature stent deployment could not be conclusively determined; however, it is possible clinical and procedural factors including device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter phone: (B)(6). The initial reporter email is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5893815. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Premature stent deployment necessitating additional intervention is a known potential procedural complication associated with the enterprise 2 vascular reconstruction device (vrd). The enterprise instructions for use (IFU) states the following: track the stent through the infusion catheter to the tip and position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. If stent positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. The stent will expand as it exits the infusion catheter. The IFU also warns the user to never detach the stent if it is not properly positioned in the vessel or if the position of the infusion catheter delivering the embolic coils has been lost. With the information provided, it is not possible to determine the root cause of the premature stent deployment. However, the event may have been related to a combination of multiple factors experienced in the clinical setting. There is no indication that the event is related to the device design or manufacturing process. It was reported that the complaint device (i.e., delivery wire and/or introducer) will be returned for evaluation; therefore, information regarding potential root cause(s) or assignable root cause(s) of the product failure may be available at a later date. Since the alleged premature stent deployment necessitated placement of a second stent to completely cover the aneurysm neck and maintain the coils within the confines of the target aneurysm, the event meets MDR reporting criteria with the classification of ¿serious injury.¿ this file will be reassessed if additional information becomes available. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a stent-assisted aneurysm embolization procedure, a 4mm x 23mm enterprise 2 stent (encr402312 / 5893815) prematurely deployed prior to reaching the intended target position which resulted in incomplete coverage of the aneurysm neck. The physician subsequently implanted a second stent to cover the aneurysm neck and complete the procedure. It was reported that the stent had not reached its recapturability limit. There was no report of any patient injury or complication.